Event description:
It was reported that the customer was hospitalized due to diarrhea and vomiting as a result of dehydration. The customer's mother did not know the blood glucose reading and noted that some symptoms the customer experienced may have been diabetes related. The customer was not available to speak nor provide any further details regarding the event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.